Event description:
The customer reported problems with cine playback. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge. System operates as intended. (B) (4).